Manufacturer narrative:
The event was initially reported by the hospital to the distributor. Initial reporter: phone number and street address:(B)(6). User facility report number is (B)(4). Based on the available information, this event is deemed a serious injury and a product malfunction . Additional details have been requested but not provided to date. Should additional information become available, a follow up report will be submitted. (B)(4)

Event description:
The trauma intensive care (ticu) nurse reported that an intubated patient suddenly desaturated to 75%. The nurse stated that ¿the decision was made for anesthesia to exchange the endotracheal tube (et).¿ additional information was received on (B)(6) 2017, noting that the incident occurred in the operating room. No other medical interventions were reported. The nurse further reports concerns for cuff leaks. Although requested, no information regarding patient status and outcome could be obtained as the information could not be released. No photographs are available..

Manufacturer narrative:
Corrected common device name. This complaint has been evaluated. A review of the last three (3) product monitoring review's for trends indicated no trends for this issue on this product. Historical complaint data from (B)(6) 2015 to (B)(6) 2017 was reviewed as it relates to reports for product number 35212. A total of two (2) complaints, including this one, were reported. This issue will be monitored through the post market product monitoring review process. No additional details have been provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).